Event description:
It was reported that the lead was capped and replaced due to insulation breach.

Manufacturer narrative:
Only 21.3cm of the lead was returned for analysis. Without return of the entire lead, a complete analysis could not be pefrormed. No anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.